Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On the same day, it was reported that the patient experienced inaccurate cgm values which occurred the same day the sensor had been inserted in the arm. The day of the event the cgm reading was 210 mg/dl, and the insulin pump was administering insulin based on this. The patient started to experience blurry vision, vomiting, had a bad headache, slurred speech, dizziness, and shakiness. When the patient took a fingerstick reading, the value was too low to be measured. The patient went to the hospital with their spouse, and no treatment was taken. When a fingerstick was taken the cgm reading was 210 mg/dl, and the blood glucose reading was 45 mg/dl. The patient was treated with dextrose and intravenous glucose and saline fluids. No further treatment was reported to be needed and after spending less than 24 hours at the hospital, the patient was discharged. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. At the hospital, the reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.